Event description:
A malfunction was reported on a pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Customer did not experience any notable events before the malfunction, and was assisted in resetting the pump by technical support. The malfunction code did not recur after resetting, allowing the customer to continue using the pump. Customer was advised to call back if the issue reoccurred, and they acknowledged the instructions given.